Event description:
It was reported to nova biomedical on monday, (B)(6) 2013 that some time the week before, she received an error code on her meter, which did not allow her to test her blood glucose level. Subsequently, she experienced and event requiring medical intervention at a hospital. During the call to customer support, the consumer declined to troubleshoot with control solution but did perform a blood glucose test and the meter performed as intended. The consumer refused to share the result with the customer service representative. The meter and test strips will not be returned for evaluation.